Event description:
It was reported that the pt rec'd an implant and is experiencing pain.

Manufacturer narrative:
No devices or photos were rec'd; therefore, the condition of the components is unk. Fit and orientation could not be evaluated without x-rays or surgical notes. A definitive root cause cannot be determined with the info provided. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc considers the investigation closed.